Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple read and write errors and cubie failures that would not recover. A field service engineer (fse) inspected all connections and rebooted the unit after unplugging and reconnecting all controller and pro board connections, but the issue was not resolved. The drawer controller was checked more closely and found to still be the older part number, even though it had been replaced once before. Since that part had long been updated to a stronger modern style, the fse replaced the drawer controller. The module controller and retractor band were in good condition. Loose debris and some medication that had fallen inside and behind the device were removed, and the unit was handed over to the user. After rebooting, the unit recognized the pockets, though the user needed recovery. The cubies were recovered, but the unit did not detect the medication in most of them. In service mode, the fse opened the cubies for the user, who reloaded the medication pocket by pocket. After this, the drawer was tested, and all pockets were checked using the hardware test application. The operation was confirmed to be reliable. The user used the device and was comfortable with its operation. General cleaning and inspection were completed, and the auxiliary cable was verified to be tightly connected and in good condition. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The drawer was able to open; however, multiple cubies failed or were not displayed, and most did not unlock. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.